Manufacturer narrative:
Analysis was unable to confirm adhesive anomaly due to sensor being opened/used.

Event description:
Customer stated that a sensor came apart after they put it on. Customer also stated that a second sensor went into the body crooked and had to be removed. Blood glucose level was 136 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.